Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during a blood draw using bd vacutainer® safety-lok¿ blood collection set, the needle separated from the plastic part in which it is crimped and remained planted in the cap. The customer was unable to remove the needle so it was necessary to open the tube. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for the non-patient (np) end needle separating from the luer body with the incident lot was observed. Additionally, separation / pull testing of the customer samples was performed and all samples generated results that were within specifications as separation of the np end needle was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the non-patient end needle with the incident lot was observed. Additionally, testing of the customer samples was conducted and no issues were observed as all samples generated separation/pull test results within specifications. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA (B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.